Event description:
"During the trituration process free elemental mercury escaped from a cartridge and was disbursed in my working environment. This is a very serious health hazard. This incident could lead to mercury poisoning. There was no pt involvement."